Manufacturer narrative:
Additional information: b5, d7.

Event description:
New information received notes that the pacemaker was explanted and replaced on (B)(6) 2020. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received

Event description:
It was reported that the pacemaker which was at elective replacement indicator (eri) did not interpret the voltage drop as eri and there was no eri notification triggered. No intervention was performed. No patient consequences.